Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise that was oversensed and lead to inappropriate atrial tachy response (atr) episodes. Pacing impedances of less than 200 ohms were also observed. An insulation issue was suspected. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.